Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the effusion occurred due to manipulation of a snare.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date:28 dec 2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation? No. Device mfg date: 22 jul 2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) the patient experienced effusion and atrial tachycardia. A pericardiocentesis was performed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.